Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. One 4 fr groshong catheter with a stiffening stylet inserted was returned for evaluation. An initial visual observation revealed some use residue on the sample. The stylet was observed to be kinked within the catheter near the 38 cm and 43 cm depth markers of the catheter. A functional test of flushing the catheter with water using a 12 ml syringe was performed. Leaks were observed near the 41 cm and 43 cm depth markers. A microscopic observation revealed the splits had rough and uneven edges. Superficial damage was observed on the catheter surface adjacent to the split near the 41 cm depth marker. The catheter was dissected near both split locations for inspection of the inner wall, and some impressions near the damaged areas were observed. The observed damage appears to have been caused excessive manipulation of the stiffening stylet within the catheter, poor hydration of the stylet, use of non-smooth-edged instrument such as hemostats, and/or advancement of the stylet and/or catheter against resistance. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during pre-flushing to check catheter integrity after removing a PICC line, a distinct kink was observed at the 39cm mark with leakage. A new catheter was inserted.